Manufacturer narrative:
Pump passed the displacement test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test and self-test. Toggled on/off the vibrate feature functioning properly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate anomaly/absence of alarm noted during testing. No abnormal rewind anomalies were, or alarms were noted during testing. Unit successfully downloaded to thump and carelink. During download history review no relevant alarms confirm in download history files to confirm complain code. Pump was cut to perform visual inspection and found no evidence of no physical or moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. The pump p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: missing display window/cover, keypad overlay texture damage, cracked keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip railsand cracked case. Rewind anomaly and audio/vibrate anomaly/absence of alarm were not confirmed. Cosmetic damage confirmed at the corner case of the belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged pump got a crack on the battery tube side and noticed there was an unusual noise from the pump when rewinding and loading the reservoir. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and indicated that the damage was not affected the pump¿s functionality. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to a backup plan per healthcare professional instructions. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.